Event description:
Reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2025, it was reported that the patient faced infusion set cannula leak event. The infusion set was in use for 2 days. No further information available.